Manufacturer narrative:
The balloon of a 0.18 hp 5x4 40 slalom percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 12 atmospheres (atm) during its initial inflation. The complaint device was replaced with another same sized non-cordis hp device and the procedure completed. There was no reported patient injury. The lesion was continuous 95 % stenosis which was localized on of the venous side near the anastomosis of the left forearm shunt. A 4f non-cordis high flow sheath was inserted from the vein and an unknown guidewire (0.018) crossed the lesion and the device was inflated in the stenosis. The product was not returned for analysis. A product history record (phr) review of lot 82258075 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors or vessel characteristics (a rate of stenosis of 95%) may have contributed to the reported event. According to the instruction for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82258075 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 0.18 hp 5x4 40 slalom percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 12 atmospheres (atm) during its initial inflation. The complaint device was replaced with another same sized non cordis hp device and the procedure completed. There was no reported patient injury. The lesion was continuous 95 % stenosis which was localized on of the venous side near the anastomosis of the left forearm shunt. A 4f non cordis high flow sheath was inserted from the vein and an unknown guidewire 0.018 crossed the lesion and the device was inflated in the stenosis. The device was discarded; therefore, it will not be returned for evaluation.